Event description:
Opened a 16mm x 27mm gore contralateral leg stent to the sterile field. Scrub nurse attempted to flush stent with heparinized saline, but was unable. Doctor attempted to troubleshoot. They could not successfully feed an endowire through the front or back part of the stent, indicating some type of blockage/obstruction.